Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a device change out procedure. The atrial lead exhibited loss of capture and sensing anomaly. The lead was capped and replaced. There were no adverse consequences to the patient.